Manufacturer narrative:
(B) (4). This report was not associated with a human patient. Results: is based on user facility information and examination of the returned sample, and is based on reserve sample testing. Conclusions- is based upon evaluation of the returned sample and user facility information; and is based on reserve sample testing and review of quality records. Visual examination of the returned sample confirmed that the catheter tubing had been cut at an angle approximately 17mm from the hub. The edge of the tubing at the point of separation had several jagged extensions of catheter material. Retention samples were examined and tested for catheter tubing retention force. All samples tested were confirmed to be properly assembled, had no signs of tubing damage and met the performance specifications for catheter tubing retention force. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, both the user facility information and the appearance of the returned sample are most consistent with the catheter having been partially damaged / severed by contact with a sharp object (such as the introducer needle bevel) during the attempted catheter placement, then becoming completely separated when it was pulled during removal. There is no indication that there was any relation to a device defect or malfunction. All available information has been placed on file in quality assurance for tracking, trending, and follow up. (B) (4).

Event description:
The user facility (a veterinary hospital) reported that the distal portion of an i.v. Catheter was noted to be detached during placement. Follow-up communication confirmed that the veterinary technician encountered difficulty during the placement process and subsequently removed the catheter. Upon removal, a portion of the catheter tubing was observed to be "cut off." Reportedly, the detached distal portion of the catheter was later found in the soft tissue surrounding the vein rather than in the vein itself, but was not retrieved.